Manufacturer narrative:
Replacement computer was sent to site 05/29/2015. Investigation of returned suspect computer confirmed reported issue "not able to connect to remote desktop." During bench testing a configuration error was encountered at the point in which the o-arm application would launch. "Config file was missing" failure mode: computer. Medtronic field service representative replaced computer (B)(6) 2015. He performed a system checkout, system was fully functional and placed back into service. No other issues reported. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since (B)(6) 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
Medtronic field service representative called in and stated the imaging system had a ring artifact on the 3d images. There was no patient present when this issue was identified.